Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that during pre-implant interrogation, this pacemaker recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) subsequently reviewed the device data and determined that the low voltage alert was a result of storage below recommended temperatures. The device was determined to be operating correctly was cleared for implant. There was no patient involvement. Information was later received that subsequent interrogation prior to implantation, once again yielded code 1003, and the code was unable to be cleared from the device. Ts advised the device not be implanted, and that it should be returned for analysis.

Event description:
It was reported that during pre-implant interrogation, this pacemaker recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) subsequently reviewed the device data and determined that the low voltage alert was a result of storage below recommended temperatures. The device was determined to be operating correctly was cleared for implant. There was no patient involvement. Information was later received that subsequent interrogation prior to implantation, once again yielded code 1003, and the code was unable to be cleared from the device. Ts advised the device not be implanted, and that it should be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. An evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.